Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-24055. Related manufacturer reference number: 1627487-2020-24057. It was reported that patient experienced paraplegia. As a result, surgical intervention was undertaken at unknown date wherein the entire system was explanted to address the issue.